Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. No UDI required due to this device was out of production prior to the (B)(4) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with stage two diffuse lamellar keratitis in the left eye one day post lasik. The topical steroid dosage was increased. The patient was seen in follow up and symptoms resolved.